Manufacturer narrative:
This is one event for the same patient involving two separate products. Associated mdrs: 1225714-2014-02373 and 1225714-2014-02374.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.